Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer initially reported an issue with web services, however, after the field service engineer (fse), spoke with the customer, the issue was actually determined to be that the surveillance was rebooting after a discharge. There was no patient incident.

Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).